Event description:
It was reported that the surgeon thought he saw a spark just proximal to the hook tip. The spark occurred while hook was being used to free the gallbladder from the liver and thus was in close proximity to the liver. The device was removed immediately and the scrub nurse confirmed that there was a defect in the insulation. Surgeon inspected the liver bed, duodenum, and colon and observed no injury.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the surgeon thought he saw a spark just proximal to the hook tip. The spark occured while hook was being used to free the gallbladder from the liver and thus was in close proximity to the liver. The device was removed immediately and the scrub nurse confirmed that there was a defect in the insulation. Surgeon inspected the liver bed, doudenum, and colon and observed no injury.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root causes for the reported failure can be due to: use error, improper sterilization and/or normal wear and tear. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.